Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon vertically ruptured at the center part. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported. Patient was in good condition after the procedure.